Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the femoral introducer red knob plastic was broken off on the center dial. There was no additional surgery time. All parts were retrieved from patient. Also, the shim cracked during normal use. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune femoral introducer had the red plastic knob from the center broken. No other damage was observed. Fragment was not returned for evaluation. From previous complaint investigations it was identified that high residual stresses in the radel overmould material used in the attune intuition family of instruments resulted in crack propagation and breakage of the overmould features. Due to the material failures caused by residual stresses within the polymer, this product issue was addressed through j&j medtech orthopaedics quality system, and a design change was implemented by changing the material from radel to avaspire. Avaspire is a glass filled material which is less susceptible to residual stress and resists the propagation of cracks. The current device was manufacture prior to the implementation of the new design. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune femoral introducer would have contributed to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality management system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (b0211) provided is not a valid finished goods lot number.

Event description:
It was reported that the femoral introducer red knob plastic was broken off on the center dial. There was no additional surgery time. All parts were retrieved from patient. Also, the shim cracked during normal use.

Manufacturer narrative:
Product complaint #(B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.